Event description:
It was reported that the patient presented at the hospital with shortness of breath and fatigue. Upon interrogation of the patient's pulse generator, the left ventricular (lv) lead had no capture with high capture threshold. The lv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.